Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report that a patient was ventilated with a hamilton-t1 in niv-st mode on 22.03.2026 between 09:35 and 11:05. The user reported minimal leakage and noted that the patient had a light beard. Approximately 2000 liters of oxygen available in the ambulance were depleted after about 21 minutes. Switching to a reserve oxygen cylinder restored supply. Upon arrival at the hospital, a portable 2-liter oxygen cylinder was connected and was also rapidly depleted. The patient was subsequently handed over to hospital staff without medical intervention. The high-pressure oxygen coupling was reported to be iced, and the user expressed concern that the ventilator may have drawn excessive oxygen. No patient harm or adverse health effects were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.